Event description:
This report summarizes 13 malfunction events in which the device reportedly overheated. - 11 events had no patient involvement; no patient impact. - 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 13 previously reported events are included in this follow-up record. Product return status: 11 devices were received. 2 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 13 previously reported events are included in this follow-up record. Product return status 10 devices were received. 1 device was not available for evaluation. 2 device investigation types have not yet been determined. Event confirmation status 1 reported event was confirmed. 9 reported events were not confirmed. Evaluation results 4 devices were found to be affected by lack of lubrication. 3 device was found to be affected by internal corrosion. 3 device was found to be affected by corroded bearings.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device reportedly overheated. 11 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 13 events were reported for this quarter. Product return status 7 devices were received. 1 device was not available for evaluation. 5 device investigation types have not yet been determined. Event confirmation status 1 reported event was confirmed. 6 reported events were not confirmed. Evaluation results 4 devices were found to be affected by lack of lubrication. 3 device was found to be affected by corrosion. Additional information 13 devices were not labeled for single-use. 13 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device reportedly overheated. 11 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.